Manufacturer narrative:
The facility indicated that the patient injury had nothing to do with any bwi products and no service is requested at this time. The disposable products have been discarded. No additional information about the patient or the procedure has been provided by the facility. If the facility requests service, returns the products, or provides more information, a 3500a supplemental will be submitted to the FDA as required. Concomitant products: carto 3 system, catalog # m480001, (B)(4); stockert 70 rf generator, catalog # s7001, (B)(4); coolflow irrigation pump, catalog # cfp002, (B)(4); soundstar 10f-90 ge, catalog # sndstr10, lot # unknown. (B)(4).

Event description:
It was reported that while performing an afib ablation the patient suffered pleural effusion. The patient was taken to surgery for the liquid to be drained and a hematoma to be evacuated. There was no indication that any bwi equipment failed or was at fault.